Event description:
On (B)(6) 2026 a high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as blurred vision, cold sweat, shaking, difficulty in speaking, and eventually loss of consciousness. The customer was unable to self-treat and received coca-cola and sugar provided by a caregiver as treatment. A healthcare staff checked the customer's vital signs and performed a capillary test, obtaining a glucose readings of 50 mg/dl on an healthcare professional meter. It was noted that the medical event happened in a restaurant. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 100 mg/dl on the adc device was compared to a glucose reading of 50 mg/dl from adc meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as blurred vision, cold sweat, shaking, difficulty in speaking, and eventually loss of consciousness. The customer was unable to self-treat and received coca-cola and sugar provided by a caregiver as treatment. A healthcare staff checked the customer's vital signs and performed a capillary test, obtaining a glucose readings of 50 mg/dl on an healthcare professional meter. It was noted that the medical event happened in a restaurant. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 100 mg/dl on the adc device was compared to a glucose reading of 50 mg/dl from adc meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.